Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and faded and there was a crack in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was dim and faded. The battery compartment was cracked. Unrelated to the issue, the keypad was torn, but all of the buttons responded properly. There was no contamination found under the button contacts when the keypad cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).